Event description:
The patient reported he received a replacement insulin infusion device today and inserted a battery and cartridge then attempted to place the device in run. He stated he received an e10 (cartridge error) and a3 (review time and date) alert as he did not go through the change the cartridge screen before inserting the cartridge or setting the time/date. To troubleshoot, the patient was advised to remove the cartridge. During this process, the plunger remained attached to the piston rod in the cartridge chamber and insulin spilled into the cartridge housing compartment. During troubleshooting with a company representative, the plunger was detached from the piston rod. The patient was advised to switch to his backup device and turn his primary device upside down and let it dry out for 24 hours. On follow-up, the patient stated the device was dried out and working properly. The patient did not report blood glucose concerns related to this issue. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.